Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had to charge more often. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient had to charge more often. The patient will undergo a revision procedure wherein the ipg will be replaced.